Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, several svt episodes were observed. A vf episode was caused by noise due to suspected emi. Noise was not reproducible. The decision was made not to make programming changes and will schedule the patient for follow-up. Patient condition was good.